Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 28 months post-implant of a bifurcated device, two limb extensions, and a suprarenal extension, a follow up computed tomography scan revealed a type iii endoleak between the limb extension and the bifurcated device. The patient was treated with competitor's device to correct the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested; however, denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.